Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the cartridge and received another inaccurate reading. A new cartridge was loaded and the fill estimate was accurate. The customer's blood glucose was not impacted.